Event description:
It was reported that there was increasing and high impedance in the atrial lead bipolar configuration. It was also noted that the impedance and thresholds measurements were considerably lower and within expected ranges in the atrial lead unipolar configuration. Follow-up attempts were unable to confirm whether or not there was reprogramming of the lead or if any invasive intervention was done related to the atrial lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.